Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that on day three of a ECMO procedure, the flow of the stockert centrifugal pump console stopped. The clinician removed the disposable pump head and hand cranked the emergency drive unit to maintain blood flow. After hand cranking, the pump head was re-inserted into the original drive unit and the case was completed with no further problems. It was reported that the pt expired after the case due to pre-existing heart defects. Photographs of the pump head were provided to sorin group by the hospital. In the photographs, it appeared that the outlet of the pump head was blocked by blood clots and fibrin deposits. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland received a report that on day three of an ECMO procedure, the flow of the stockert centrifugal pump console stopped. The clinician removed the disposable pump head and hand cranked the emergency drive unit to maintain blood flow. After hand cranking, the pump head was re-inserted into the original drive unit and the case was completed with no further problems. It was reported that the pt expired after the case due to pre-existing heart defects.